Manufacturer narrative:
Model number/catalog number: sc-2316-50e. Serial number: (B)(4). Batch/lot number: 5157408. Model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that a trial procedure was cancelled due to a wet tap. Fluid retracting from the needle was seen. The patient had a blood patch.

Event description:
A report was received that a trial procedure was cancelled due to a wet tap. Fluid retracting from the needle was seen. The patient had a blood patch.

Manufacturer narrative:
Sc-2316-50e (sn: (B)(4)). Device evaluation indicated that the leads passed all tests performed.